Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor screw not locking and securing the blood pump was determined to not be correlated to the blood pump and has been addressed under the motor investigation. The serial number of the blood pump is unknown. Device history records could not be reviewed due to the serial number of the centrimag blood pump not being reported. The current revisions of the centrimag blood pump instructions for use (IFU) can be found on the electronic IFU (eifu) page of the abbott website. The IFU, rev. A, is currently available. Although no pump issues or adverse events were reported, the IFU provides a list of adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. The IFU cautions to always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the blood pump was used with no issue reported and was discarded after usage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag motor screw was not locking and securing the blood pump. The pump was collected for assessment.